Event description:
In preparation for ligation of esophageal varices, the physician selected a cook endoscopy 6 shooter saeed multi-band ligator. The loading catheter was used to load the ligator barrel onto the endoscope before inserting the endoscope (with loaded ligator) into the pt. During the loading process, the small blue hook located on the end of the loading catheter pulled loose from the catheter. Another ligator was used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any add'l medical procedures due to this occurrence. The pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Eval: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for eval. Separation of the blue hook from the loading catheter can occur if the catheter receives excessive pressure during the loading process. The instructions for use direct the user to leave approx 2cm of the trigger cord between the knot on the trigger cord and the hook on the loading catheter during the loading process. If the trigger cord was attached to the hook with the knot beside the hook, this could create resistance when withdrawing the loading catheter through the ligator handle. If add'l pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.